Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 46 mg/dl. The patient was in a vehicular accident and was the driver. Patient was admitted to (B)(6) medical heathcare. The customer stated that he might have accidently gave himself too much insulin through his insulin pump. Customer states that he fixed the error and now the insulin pump works fine. No further information was provided.